Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. A few days after the procedure, the patient reported pelvic pressure. A computerized tomography (CT) scan was performed and showed the presence of hydrogel nearly entirely in the bladder and some was also in the prostate venous plexus. As of (B)(6) 2023, the patient was not showing signs of discomfort nor having trouble urinating. The patient was scheduled to have a cystoscopy on (B)(6) 2023, however further details were not provided. The patient's condition is unknown. The event was considered to be an ongoing issue at the moment of this report. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block d4 and h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.